Manufacturer narrative:
1. The customer did not return the defective sample or photo, and the specific states of the crack in the prn cannot be identified. 2. DHR/bhr review lot#0003716. 1-the products of this batch were assembled at intima ii auto line 2 in january 2020, and packaged at cfs package line in march 2020. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batches used in this batch of products are 9358258 and 0010262, review the raw material inspection records, no abnormalities. 3. The shelf life of the indwelling needle is 3 years. Retained sample analysis is not performed as the shelf life of this batch of products has expired. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the crack in the prn cannot be determined because there are no abnormalities in the manufacturing process, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for identification.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc adapter / connector defective / damaged. When the affected indwelling needle is given and a crack in the heparin cap is detected, resulting in extravasation of fluid, the needle is immediately replaced with a new closed IV indwelling needle and re-punctured.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.